Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would only discharge once when using the front panel shock button. In comparison, the customer stated that they were able to initiate a shock multiple times without issue when using the paddles. No patient involvement.